Event description:
A peritoneal dialysis (pd) nurse reported that a pt had to perform manual treatment on (B)(6) 2015 awaiting a replacement cycler for a prior event. The pd nurse was unaware of any missed treatments but believed the delay int eh replacement may have contributed to the pt developing peritonitis because he was unfamiliar with the manual treatment process. The pt had noticed some fibrin on (B)(6) 2015 during treatment and on (B)(6) 2015 had his peritoneal fluid cultured. The culture was positive for staphylococcus aureus. The pdrn said that the pt did not perform manual treatments often and believes the infection was due to poor aseptic technique. The pt is currently received effective treatment with the replacement cycler. Medical records confirm staphylococcus and the pt received prescription of vancomycin 1000mg intraperitoneal twice a week for twenty-one days.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. Clinical investigation of the medical records provided on 05/18/2015: this type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination. There was no report of malfunction of liberty cycler or any of its system being out of specifications.